Event description:
It has been reported that the bd vacutainer® serum blood collection tubes has been found experiencing erroneous results during use. The following has been provided by the initial reporter: the customer feedback, during use this batch, they found many tubes have red cell hang up. 800 out of 1000 tubes have this issue. Process of use: after the blood is collected by the customer and mixed upside down, it is placed vertically for 50min. The centrifuge rotates at 3500 and the centrifuge time is 8-10min.ambient temperature of blood collection: 15, storage temperature of blood collection: 10-20.

Manufacturer narrative:
H.6. Investigation summary: bd received samples and photos from the customer facility for investigation. The samples and photos were evaluated and the customer's indicated failure mode for red cell hang up with the incident lot was not observed. Additionally, retention samples were selected from bd inventory for evaluation/testing and upon completion, no issues were observed relating to red cell hang up as all samples met specifications. A review of the device history record was completed for the incident lot and, based on this review, all product specifications and requirements for lot release were met; there were no related quality non-conformances during manufacturing of the product. Investigation conclusion: based on evaluation of the customer and retention samples as well as the customer photos, the customer¿s indicated failure mode for red cell hang up with the incident lot was not observed as all samples met the required specifications. Root cause description: based on the investigation, a root cause could not be determined. The product was found to be in conformance and meet release specifications. Complaints received for this device and reported condition will continue to be tracked and trended. Information will be captured on trend reports and monitored. The bd business team regularly reviews the collected data for identification of emerging trends.

Manufacturer narrative:
A device evaluation and/or device history review is anticipated, but is not complete. Upon completion, a supplemental report will be filed.

Event description:
It has been reported that the bd vacutainer® serum blood collection tubes has been found experiencing erroneous results during use. The following has been provided by the initial reporter: the customer feedback, during use this batch, they found many tubes have red cell hang up. 800 out of 1000 tubes have this issue. Process of use: after the blood is collected by the customer and mixed upside down, it is placed vertically for 50min. The centrifuge rotates at 3500 and the centrifuge time is 8-10min. Ambient temperature of blood collection: 15, storage temperature of blood collection: 10-20.